Event description:
A us distributor contacted zoll to report that a patient stated the gel released from the treatment is burning his skin. The patient sought medical attention for treatment and burning of skin. The patient went to the hospital for evaluation but it is unknown if they were treated for their burning skin. The patient is being monitored on hospital device until they receive an ICD.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.